Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in pacemaker inhibition in a pacemaker dependent patient. Noise was obtained when the ventricular impedance measurements were taken. The physician was unable to reproduce the oversensing with movement, pocket manipulation, or diaphragmatic exercises.